Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (600 mg/dl). Water was consumed, insulin injections and boluses via the pump were used to address the bg level. The customer's healthcare provider (hcp) adjusted the basal setting in an attempt to lower the bg. The contact did not know the cause of the high bg. Due to the prolonged high bg levels, the hcp reverted the customer to insulin injections for insulin therapy.